Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call low battery alarm on the insulin pump. Customer's blood glucose level was 199 mg/dl. Troubleshooting for the low battery alarm was performed. Customer advised they received the low battery alert and the issue has recurred. Customer advised the issues remained unresolved and had become worse. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump was received with normal operating currents. No unexpected low battery alarm noted. However, unexpected replace battery alarm and power loss alarm noted in the insulin pump history due to connector resistance (printed circuit board). The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Unit was received with scratched case and minor scratched lcd window.